Event description:
We have received additional medical records regarding an adverse event that was previously reported (manufacturer reference no. (B)(4)). The additional information suggests the event also involved a reintervention on a gore® excluder® iliac branch endoprosthesis that took place on (B)(6) 2022. We are processing the medical records and will send a follow-up when more information is available.

Manufacturer narrative:
H3: device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: two time-points available for evaluation: pre-implantation cta dated (B)(6) 2022 and an intra-operative angiogram dated (B)(6) 2022. The pre-implantation cta shows: proximal neck diameters appear to range from 19.3mm ¿ 19.9mm. There appears to be a dissection in the lci ~193mm distal to the left renal artery. The lci dissection extends into the left external iliac artery. The length of the dissection appears to be ~10-11cm. The intra-operative angiogram dated (B)(6) 2022 appears to show: a gore® excluder® endoprosthesis is implanted in the abdominal aorta, distal to the left renal artery. There also appears to be a gore® excluder® iliac branch endoprosthesis implanted in the lci. Contrast cannot be identified outside the proximal end of the device, on the projection provided. Cannot confirm a compressed or infolded proximal device with available imaging. Post-implantation cta images dated (B)(6) 2022 appear to show: there is contrast outside the proximal trunk of the previously implanted device. Cta reconstruction images show the proximal trunk is compressed. This finding is confirmed on the axial imaging. The ipsilateral limb on the patient¿s right side appears to be occluded. Contrast is visualized just proximal to the distal end of the device in the rci. The contralateral limb on the patient¿s left side appears to be occluded. Contrast is visualized within the ibe device trunk in the distal lci and distally. Intra-operative angiogram dated (B)(6) 2022 appears to show: there appears to be ballooning within each device limb extending to the proximal previously implanted device. Cannot confirm 2 stents have been deployed within the previously implanted devices with image quality on the angiogram. However, final contrast image appears to show patency throughout the implanted devices. Post-implantation cta dated (B)(6) 2022 appears to show: contrast outside the implanted devices appears to be resolved. Recontruction images appear to show patency throughout the implanted devices. Images confirm the presence of 2 added stents at the level of the proximal device extending distally into the ipsilateral and contralateral limbs. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to ischemia and occlusion of device or native vessel.

Event description:
It was reported that on (B)(6) 2022, a patient was treated with a gore® excluder® aaa endoprosthesis (implant #1). Around six weeks later, the patient reportedly presented with ischemia in the legs. Upon examination, it was reportedly found that the endoprosthesis had folded proximally. The patient was reportedly treated with a thrombectomy and two bare metal stents were implanted to support the endoprosthesis (revision #1). The patient reportedly tolerated the procedure. The following information was obtained from the medical records: procedure: endovascular exclusion of the aneurysm by implantation of a stent-graft prosthesis on (B)(6) 2022. Implants: #1 gore® excluder® aaa endoprosthesis, plc271200/(B)(6). #2 gore® excluder® iliac branch endoprosthesis, hgb161407/(B)(6). #3 gore® excluder® iliac branch endoprosthesis, ceb231410/(B)(6). #4 gore® excluder® aaa endoprosthesis, rlt261414/(B)(6). #5 gore® excluder® aaa endoprosthesis, plc161000/(B)(6). Reintervention: on (B)(6) 2022, the patient underwent the following procedure: thrombectomy of aortic and iliac stent-grafts on both sides, and of the left external iliac artery, pta [percutaneous transluminal angioplasty] of the right aortic stent-graft using a 9x80 mm pta balloon, implantation of a 10x60mm balloon-expandable stent into each aortic stent-graft using the kissing stent technique, limited tea [thromboendarterectomy] and suturing of both external iliac arteries, and angiography. No evidence that explant of the devices occurred. Devices remain implanted.